Event description:
Procedure: cuneiform resection of the lung (right lower and upper lung at the lung periphery) due to a suspected lung fibrosis. According to the rptr: while firing the first loading unit during the resection of the right lung, the instrument made a cracking noise and two sulu components disengaged. The components were described as "metal plate and pin". During placing the second loading unit and a different endo gia universal instrument, the metal plate and pin fell off as well. The metal plates could be retrieved with the surgery suction system. Location and retrieval of the components extended the surgery by approx one hr. One pin could not be retrieved by the surgeon. Malformed staples were over sewed during the procedure. The surgeon successfully finished the resection with another device. A copy of the x-ray, pt status, pt age, and weight, and pt relevant medical conditions have been requested.

Manufacturer narrative:
(B)(4).